Event description:
Event description boston scientific received information that this patient presented to the hospital following a syncopal episode. Device interrogation noted ventricular pacing inhibition occurred as the result of noise detected by the lead. This noise was reproducible with clinical maneuvers in both unipolar and bipolar configurations. The decision was made to explant the lead and a new lead was utilized and implanted without further incident.